Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, post-implant, the initial fastpath summary displayed the rv outputs incorrectly. After the parameters were again checked and printed the correct values were observed. The patient was asymptomatic and monitoring will continue.